Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011 pt reported she has been experiencing elevated blood glucose for the last 2.5 months. Pt stated infusion sets may be causing her skin to become calloused and she is not able to get the insulin to go into her infusion site. Pt reported sometimes when the infusion set needle comes out it breaks the white tube in her stomach and it is painful. Pt stated the infusion set is bending in her stomach. Pt reported the infusion set may be damaging her stomach. Pt stated she is reusing the infusion sets. Advised pt not to use the infusion sets. Pt reported her elevated blood glucose began around 3 hrs after she inserts her infusion set. Pt stated she has been having the concern since she began using the infusion sets. Pt reported she was having trouble pulling off the housing and the needle is going sideways when she pulls it out. Pt stated there is no insulin leaking out of the infusion set. Pt reported when she removes the infusion set, the infusion set cannula is bent. Pt stated the cannula is closed at the end so she feels she is not getting insulin going into her body. Pt manually inserts the infusion sets and sometimes will use the insertion assist plus device. No blood glucose values were provided. The pt did not require assistance from a healthcare professional or second party to address the issue. Replacement infusion sets were sent; no product return was requested.